Event description:
On (B)(6) 2014 the customer reported that the right atrial (ra) lead was explanted due to high pacing thresholds. This lead was replaced successfully and now out of service. The lead was explanted and replaced. No adverse pt effects were reported. The lead was actively implanted for approximately 16 years, 4 months. On (B)(6) 2014, the customer confirmed no lead measurements were given.

Manufacturer narrative:
The lead was explanted (no longer in service), and was successfully replaced; the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the med literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.